Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes that pump delivers inaccurately. After changing infusion set customer's blood glucose level is always too high. Customer has used transfer sets and cannulas from several lots but no success. No adverse event alleged. A request was made for the return of the device.